Event description:
It was reported that the device exhibited a battery longevity overestimation. The longevity estimated from 4.4 years in may 2022 to 1 year in jul 2022. The physician elected to explant and replaced the device. The patient was stable.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was in the normal range of operation level upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.